Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A piece of the impactor has broken off. Missing piece was not returned to engineering. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Conclusion and justification status: the complaint states a piece of the impactor has broken off. Missing piece was not returned to engineering. The investigation could not confirm that the impactor had broken as no product was returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states a piece of the impactor has broken off. Missing piece was not returned to engineering. The investigation could not confirm that the impactor had broken as no product was returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that (B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum 19 aug 2016: the complaint was reopened as the product was received. Upon examination it was confirmed the device had broken as reported. The above conclusion remains valid. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.